Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - imp, tsv, 4.7,11.5, mtx, mg catalog#: tsvtwb11, lot#:1221531.

Event description:
It was reported that implant was returned with a fractured zimmer screw inside.